Event description:
It was reported that a pump declared an alarm during pumping, specifically alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and instructed the customer on how to put the pump into storage mode and return it via a pre-paid label within 10 days. The customer confirmed understanding and acknowledged these instructions. Additionally, the customer will continue to use the current pump as a backup to ensure continuous insulin delivery.